Event description:
It was reported that a cable on the fenestrated grasper instrument had become loose. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the pitch cables to be loose at the wrist. The pitch input rotates 45 degrees before movement is translated to wrist. The housing was removed to find that both screws on the bottom pitch clamping pulley had become loose. The clamping pulley appears to have rotated slightly on the input shaft, creating decreased cable tension. Engineering concluded that the screws may not have been fully tightened during assembly or may have became loose from vibrations in ultrasonic bath. Engineering also found the distal end of the main tube to have a .150" long deep scratch with material removed. The scratch is located 2.15" above the proximal clevis and is perpendicular to the tube axis, possibly caused by an instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.